Event description:
It was reported that the 9600+ system will not boot. C-arm display shows all blocks. C-arm will not complete boot cycle. Workstation boots completely. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation determined that the technique processor board and s-ram memory card needs to be replaced. Replaced components and tested the system. System performed as intended and returned to service.